Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate report for versacross dilator will be filed.

Event description:
It was reported a patient death occurred. It was reported that versacross connect laac access solution was selected for a concomitant cryoablation and watchman left atrial appendage closure (laac) flx pro procedure. During the procedure, left atrial (la) access was obtained through an existing atrial septal defect (asd). The position of this asd appeared to be superior in nature. Patient received an rf ablation through a non-boston scientific sheath in the left atrium using intracardiac echocardiography (ice) guidance that stayed right sided. Post ablation, the non-boston scientific sheath was exchanged for a watchman sheath and its dilator over an amplatz super stiff j guidewire. During the septal dilation and attempts to re cannulate access, the left sided access was lost. Physician initially utilized ice only to attempt to visualize positioning. Multiple attempts were made to regain access and opened versacross connect kit to use versacross rf wire with watchman sheath and dilator to attempt to re-cannulate. After multiple attempts with the versacross wire and the native watchman dilator, the physician agreed to try the versacross connect dilator. Once exchanged, the physician used the trusteer sheath with the connect dilator and the versacross wire to re-cannulate the asd. Physician crossed over with ice into the left atrium and left atrial appendage measurements were taken. After measurements on ice, the physician prepared and took an angiogram of the laa. During this time a possible pericardial effusion and shortly after the patient developed worsening pericardial effusion with hemodynamic instability and a drop in arterial blood pressure. Physician opened a pericardiocentesis kit, ordered protamine and aborted the watchman case. Approximately 800ml of fluid was initially drained, cv surgery was called. Patient required multiple episodes of chest compressions. After 2.6l of fluid drained, patient required blood transfusion in the amount of 8 units. Additional chest compressions performed, patient returned to rhythm and transported to operating room for surgery. The physician informed that the patient has died from a cardiac injury and blood loss. During the surgical evaluation, an injury was identified in the atrial appendage region. Later review suggested the non-boston scientific sheath tip was fissured with plastic threads protruding, which was suspected to have contributed to the injury leading to pericardial effusion. The watchman procedure was aborted prior to device deployment. The patient was transferred for surgical intervention but did not recover and died.